Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during intraocular lens (iol) implant procedures, a substance is being injected into the eye with the iol and is believed to come from the cartridge. The substance looks like a scratch on the posterior side of the optic and sometimes can be aspirated using the irrigation aspiration handpiece. No reported patient harm. Additional information has been requested.